Manufacturer narrative:
The investigation into the reported purge leak was completed. The device was not returned for evaluation. Based on the available information, the root cause of the purge leak was due to sidearm yellow luer damage. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 56-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced a purge leak. The leak at the yellow luer was noted while performing a purge cassette. A purge bypass was subsequently performed without issue. Of note, the patient had extension tubing and sodium bicarbonate in the purge for a week. There were no reports of harm to the patient.